Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter; during an esophagectomy, the device only fired halfway. The procedure was completed by manual suturing. The surgical time was extended by more than 30 min. Additional tissue resection was required due to the issue. The incision site was not extended. Nothing fell into the patient's cavity. The device was removed from the tissue by force and tissue damage was caused. Oozing bleeding occurred as a result of the issue. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the reload noted a deformed anvil clamping mechanism and knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.